Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ins pocket site. As a result, the patient's ins was relocated via surgical intervention on (B)(6) 2018.

Event description:
Follow up information identified patient still had discomfort at the drg ipg site and patient underwent surgical intervention to explant the entire system.